Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The de novo lesion was located in a severely calcified left anterior descending (lad) artery. The physician advanced the 2.0mm x 15mm maverick 2 balloon catheter to the lesion. The balloon was inflated to 14atms, three times and upon the last inflation the balloon ruptured. The device was removed from the patient intact and the procedure was successfully completed with the rotablator atherectomy system. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the returned balloon showed evidence of being inflated with congealed contrast media in the shaft. An attempt was made to inflate the device to its rated burst pressure (rbp) however; the device could not be inflated due to the congealed contrast media, therefore it was soaked in warm water. The device could still not be inflated. Microscopic examination of the balloon material was performed however; the leak could not be located. No further damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The de novo lesion was located in a severely calcified left anterior descending (lad) artery. The physician advanced the 2.0mm x 15mm maverick 2 balloon catheter to the lesion. The balloon was inflated to 14atms, three times and upon the last inflation the balloon ruptured. The device was removed from the patient intact and the procedure was successfully completed with the rotablator atherectomy system. No patient complications were reported and the patient's status is stable.